Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found that no damage was found on the catheter of the device. It was noticed that the balloon was burst and detached from the proximal bond. The found damage to the balloon confirms the reported event of the balloon failing to inflate. The found failure is likely due to factors encountered during the procedure, such as interaction with scope and other sharp devices that could create friction on the balloon causing it to burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic papillary balloon dilation (epbd) on (B)(6) 2020. According to the complainant, during the procedure, the balloon cannot be inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.